Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 10ml e/t 22g 1-1/2in tw ns leaked during use. The following was reported by the initial reporter: "the solution leaked out from around of the stopper".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 12/21/2020 h.6. Investigation: one sample without packaging was received by our quality team for evaluation. From the sample, no abnormality was observed on the stopper. The sample sample was subjected to the leak test. The sample passed the leak test and no abnormality was observed. The team also observed no solution between the rib of the stopper indicating no leakage past the rib of the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10

Event description:
It was reported that a syringe 10ml e/t 22g 1-1/2in tw ns leaked during use.the following was reported by the initial reporter:"the solution leaked out from around of the stopper"